Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted customer and confirmed that it was a customer setup issue. New technician in room was not loading the clip properly. Fse assisted customer to correct the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip appliers were not firing properly. The customer stated that they tried using three clip appliers with the hem-o-lock clips, each instrument registered and loaded clips, but the instrument would not close when on the universal surgical manipulator (usm4). The technical service engineer (tse) advised the customer to move the instrument to usm1 and added that if they still do not fire, the instruments would need to be returned via the RMA process. The procedure was completed with no reported injury.